Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in an open procedure on (B)(6) 2025, and ¿the cautery (conmed) was pen causing more bleeding & not cauterizing properly despite moving up to 40/40 from 30/30¿. The procedure was completed with the use of an alternate medtronic device ¿without any issues¿. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of three reports, regarding three devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to plug the 3-prong power cord into the electrosurgical generator of your choice. Confirm that all power settings on the generator are appropriate for the procedure being performed. The electrosurgical generator¿s intensity should be set as low as is necessary to achieve the desired effect. Plumepen® ultra is a monopolar electrode, the use of a dispersive electrode is required to prevent burns/injury to patient. Please refer to electrosurgical generator user manual and dispersive electrode instructions for use for additional instructions. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in an open procedure on (B)(6) 2025, and ¿the cautery (conmed) was pen causing more bleeding & not cauterizing properly despite moving up to 40/40 from 30/30¿. The procedure was completed with the use of an alternate medtronic device ¿without any issues¿. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.